Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 250 mg/dl. Customer states insulin pump had replaced battery and off no power error. Customer reports insulin pump had unexpected restart. Customer reports they were able to clear the alarm. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.